Event description:
It was reported there was a pump pocket and catheter revision. It was initially reported that the patient had a catheter revision procedure on (B)(6) 2012, in which the catheter was explanted and a new catheter was implanted. It was noted that the patient's drug concentration and dose was changed at that time; therefore the pump was programmed accordingly. The patient was experiencing increased baseline pain. It was later reported that 3 weeks prior to the (B)(6) 2012, catheter revision, the patient had gone for a revision of the pocket to revise <(>&<)> anchor the pump, and at that time the catheter was cut, which necessitated the subsequent catheter revision. The reporter stated that to their knowledge following the procedures, the "patient is doing well". The medications in the pump were morphine and bupivacaine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID (B)(4), serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID (B)(4), lot# n313191, implanted: (B)(6) 2012, product type: accessory. (B)(4).